Event description:
The customer reported that two patient samples with a known bloodgroup a were tested with erytype s abd+rev.a1, b and yielded also a positive reaction with anti-b on erytype. The customer also reported a discrepant result in the reverse typing. The customer has returned neither the patient samples that had caused false positive test results nor the supposedly defective product. Therefore, our quality control laboratory tested the retained sample of erytype s abd+rev.a1,b with different red cells. All positive and negative results were correct. We did not observe any false positive reactions. A field service inspection of the affected tango optimo gave no indication for an instrument malfunction that might have contributed to the incident. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev.a1b functions correctly. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot. We have no further complaints related to this lot.

Manufacturer narrative:
This is our combined initial and final report on this incident